Event description:
The pt had an impella 5.0 placed for cardiogenic shock and acute exacerbation of end-stage cardiomyopathy. The device ceased functioning. The pt was emergently taken to the operating room for replacement of a new impella lvad.